Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals infrequently, high pacing threshold and low amplitude outputs with no lead integrity suspicions. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.